Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy. Technical services was consulted and confirmed the inappropriate shock was due to low r:t ratio and t wave oversensing. Troubleshooting recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service. Additional information received indicates this s-ICD delivered another inappropriate shock, and ts was contacted once again for further review. No other adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy. Technical services was consulted and confirmed the inappropriate shock was due to low r:t ratio and t wave oversensing. Troubleshooting recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy. Technical services (ts) was consulted and confirmed the inappropriate shock was due to low r:t ratio and t wave oversensing. Troubleshooting recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service. Additional information received in july 2024 indicates this s-ICD delivered another inappropriate shock, and ts was contacted once again for further review. No other adverse patient effects were reported. Additional information received in august 2024 indicates a smart pass episode was stored due to possible asystole. Ts discussed the signals were very weak, with amplitudes at 0.03 millivolts (mv), which is far below the capacity of s-ICD detection (0.08 mv). The physician decided to schedule a surgery to explant the s-ICD system and implant a cardiac resynchronization therapy defibrillator (crt-d) system. However, the patient did not show for the surgery, and the clinic has not received any news from the patient. Additional information received in september 2024 indicates the patient passed away on (B)(6) 2024. The cause of death was not related to the functionality of the device. The device was explanted and returned for analysis. This report is updated with the product investigation results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy. Technical services was consulted and confirmed the inappropriate shock was due to low r:t ratio and t wave oversensing. Troubleshooting recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.